Event description:
During a placement of the stent, in the inner catheter of stent separated. The distal tip of the delivery system-inner catheter fo the radiopaque marker remains in the distal 1/3 of the anterior tibial artery. The foreign object was unable to be retrieved. Please note that multiple attempts at acquiring additional information have been made, and have been unsuccessful.